Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise which resulted in inhibited pacing. It was noted that the patient experienced syncope and dizziness. The rv lead was capped and replaced. The implantable pulse generator (ipg) was explanted and replaced because the physician suspected that the battery longevity estimation was inaccurate. No further patient complications have been reported as a result of this event.